Manufacturer narrative:
E1: patient city: (B)(6)patient country: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced insulin flow block alarm event on (B)(6)2024. No further information available.